Manufacturer narrative:
The investigation into the reported acess site bleeding has been completed since the original report was filed. Data logs showed sufficient flow for the respective p-level and not evidence of a low pump flow event. Product was not returned for review. Based on clinical description, the root cause of access site bleeding was high acts since the oozing from the site resolved when ptt returned to a normal level. Correction : the clinical code in section h6, was submitted incorrect inadvertently in the initial report which has been corrected to this report. Correction: the b1 and b2 section was submitted incorrect inadvertently in the initial report which has been corrected to this report. Correction : the type of reportable event in h1 section was submitted incorrect inadvertently in the initial report which has been corrected to this report.